Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic sleeve gastrectomy, the patient hemoglobin dropped around three points. There was no need for blood transfusion, and there was no patient injury.